Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined the cylinder side was clogged. The glue on the forceps cover was peeling, the glue on the rubber of the bending section cover was cracked, the switch button # 1 was cut, the side cover plate of the control body was detached and the electrical connector was found to have a non-olympus repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the balloon on the evis exera ii ultrasound gastrovideoscope does not inflate during an unknown procedure. The procedure was completed and there was no delay. During the inspection and testing of the returned device, the glue on the forceps cover was found to be peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 11-mar-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.